Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, that there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was undefined/infinite impedance.

Event description:
It was reported that the r-wave measurement was very low, and a high short interval count was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.